Manufacturer narrative:
H3: product analysis: evaluation couldn't be able to reproduce the reported malfunction of doesn't lock the tools. However, it was noted that the distal bearing is detached, the tip of the tube has flared outward, it is not possible to retract the tube and laser markings are faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment does not block the tools as intended. It was reported that there was no patient impact.